Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping') in a 64-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included overweight and uterine bleeding. Concomitant products included mestranol;norethisterone (ortho novum) from 2000 to 2007 for birth control as well as adalimumab (humira), esomeprazole since 2017 and etanercept (enbrel) in 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced migraine ("migraine"), 9 months 29 days after insertion of essure (ess205). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding"), insomnia ("insomnia"), vaginal discharge ("vaginal discharge"), vertigo ("vertigo"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vision blurred ("vision/eye problems type:retinal,vision blurred"), the first episode of hypovitaminosis ("vitamin deficiency") and hypertension ("blood pressure high") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced tooth fracture ("dental problems, teeth breaking") and neuralgia ("nerve pain "). In 2016, the patient was found to have uterine leiomyoma ("tumor,tumor / teratoma / cancer type: fibroids"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia"), cystitis ("bladder infection"), headache ("headache"), the second episode of hypovitaminosis ("vitamin deficiency"), osteoarthritis ("osteo arthritis") and abdominal distension ("bloating ") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rheumatoid arthritis, psoriatic arthropathy, fibromyalgia, menorrhagia, insomnia, vaginal discharge, cystitis, alopecia, uterine leiomyoma, the last episode of weight increased, tooth fracture, migraine, headache, vertigo, the last episode of hypovitaminosis, dizziness, osteoarthritis, vaginal haemorrhage, neuralgia, vision blurred, abdominal distension and hypertension outcome was unknown. The reporter considered abdominal distension, alopecia, cystitis, dizziness, dysmenorrhoea, fibromyalgia, headache, hypertension, insomnia, menorrhagia, migraine, neuralgia, osteoarthritis, psoriatic arthropathy, rheumatoid arthritis, tooth fracture, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, the first episode of hypovitaminosis, the first episode of weight increased, the second episode of hypovitaminosis and the second episode of weight increased to be related to essure (ess205). The reporter commented: she did not received treatment for dysmenorrhea, menorrhagia, fibromyalgia, menorrhagia (heavy menstrual bleeding, rheumatoid arthritis, psoriatic osteo,vaginal discharge, bladder infection, insomnia, vertigo, vitamin deficiency, dizziness, event vision/eye problems type:retinal,vision blurred, discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Imaging procedure - on (B)(6) 2007: result :- total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping') in a 64-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included overweight and uterine bleeding. Concomitant products included mestranol;norethisterone (ortho novum) from 2000 to 2007 for birth control as well as adalimumab (humira), esomeprazole since 2017 and etanercept (enbrel) in 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced migraine ("migraine"), 9 months 29 days after insertion of essure (ess205). In june 2008, the patient experienced alopecia ("hair loss"). In july 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding"), insomnia ("insomnia"), vaginal discharge ("vaginal discharge"), vertigo ("vertigo"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vision blurred ("vision/eye problems type:retinal,vision blurred"), the first episode of hypovitaminosis ("vitamin deficiency") and hypertension ("blood pressure high") and was found to have the first episode of weight increased ("weight gain"). In 2009, the patient experienced tooth fracture ("dental problems, teeth breaking") and neuralgia ("nerve pain "). In 2016, the patient was found to have uterine leiomyoma ("tumor,tumor / teratoma / cancer type: fibroids"). On an unknown date, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia"), cystitis ("bladder infection"), headache ("headache"), the second episode of hypovitaminosis ("vitamin deficiency"), osteoarthritis ("osteo arthritis") and abdominal distension ("bloating ") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rheumatoid arthritis, psoriatic arthropathy, fibromyalgia, menorrhagia, insomnia, vaginal discharge, cystitis, alopecia, uterine leiomyoma, the last episode of weight increased, tooth fracture, migraine, headache, vertigo, the last episode of hypovitaminosis, dizziness, osteoarthritis, vaginal haemorrhage, neuralgia, vision blurred, abdominal distension and hypertension outcome was unknown. The reporter considered abdominal distension, alopecia, cystitis, dizziness, dysmenorrhoea, fibromyalgia, headache, hypertension, insomnia, menorrhagia, migraine, neuralgia, osteoarthritis, psoriatic arthropathy, rheumatoid arthritis, tooth fracture, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, the first episode of hypovitaminosis, the first episode of weight increased, the second episode of hypovitaminosis and the second episode of weight increased to be related to essure (ess205). The reporter commented: she did not received treatment for dysmenorrhea, menorrhagia, fibromyalgia, menorrhagia (heavy menstrual bleeding, rheumatoid arthritis, psoriatic osteo,vaginal discharge, bladder infection, insomnia, vertigo, vitamin deficiency, dizziness, event vision/eye problems type:retinal,vision blurred, decripensy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Imaging procedure - on (B)(6) 2007: result :- total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received, new reporter and patient demographic information, lab data, patient concomitant condition, new event, nerve pain, vision/eye problems type: retinal, vision blurred, weight gain, vitamin deficiency, bloating, blood pressure high were added and event dental problems update to teeth breaking and tumor update to tumor / teratoma / cancer type: fibroids based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping'), rheumatoid arthritis ('rheumatoid arthritis') and psoriatic arthropathy ('psoriatic arthritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), insomnia ("insomnia"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headache"), vertigo ("vertigo"), hypovitaminosis ("vitamin deficiency"), dizziness ("dizziness") and osteoarthritis ("osteo arthritis") and was found to have neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rheumatoid arthritis, psoriatic arthropathy, fibromyalgia, menorrhagia, insomnia, vaginal discharge, cystitis, alopecia, neoplasm, weight increased, tooth disorder, migraine, headache, vertigo, hypovitaminosis, dizziness and osteoarthritis outcome was unknown. The reporter considered alopecia, cystitis, dizziness, dysmenorrhoea, fibromyalgia, headache, hypovitaminosis, insomnia, menorrhagia, migraine, neoplasm, osteoarthritis, psoriatic arthropathy, rheumatoid arthritis, tooth disorder, vaginal discharge, vertigo and weight increased to be related to essure (ess205). The reporter commented: she did not received treatment for dysmenorrhea, menorrhagia, fibromyalgia, menorrhagia (heavy menstrual bleeding, rheumatoid arthritis, psoriatic osteo,vaginal discharge, bladder infection, insomnia, vertigo, vitamin deficiency, dizziness, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) failure to occlude. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: case upgraded from other event to incident. Event injury was replaced with dysmenorrhea (cramping, fibromyalgia, menorrhagia (heavy menstrual bleeding, rheumatoid arthritis, psoriatic osteo, insomnia, vaginal discharge, bladder infection, hair loss, tumor, weight gain, dental problems, migraine, headache, vertigo, vitamin deficiency, dizziness, failure to occlude added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.